Manufacturer narrative:
Examination of the returned products was unable to confirm the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination (tibial tray only). Product given to warsaw metrology for investigation of the surface finish and confirmed no anomalies noted and per specification. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to implant loosening.